Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of an episode of noise was requested. A boston scientific technical services consultant noted lead diagnostics suggest a general change in patient condition since earlier this year. Varying and increased right ventricular (rv) thresholds, inconsistent rv and atrial intrinsic amplitudes, noise and oversensing with inhibition and a general decline in impedance measurements on the atrial, rv pacing and shock channels was identified. Subsequent thresholds and presenting electrograms were unremarkable. The consultant suggested an in-clinic evaluation, and to inquiry what the patient may have been doing or using at the time the episode in question occurred. There is a prior history of signal artifact monitor (sam) events which were perhaps associated with a known reason for noise such as surgery or an ablation. Further support for in clinic evaluation would be if the cause of the episode is undetermined. A revision procedure was performed due to a fracture of the associated rv lead. The rv lead was surgically abandoned and replaced. This device and the associated atrial lead remain in service. No additional adverse patient effects were reported.